Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to numerous read or write errors and a drawer failure. A field service engineer confirmed no issues were found and, additionally, reseated all connections on the rear of the drawers, and all retractor bands and drawer controller board were replaced. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system had multiple cubies failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.